Manufacturer narrative:
The device history record (DHR) review could not be performed as the lot number was unk. The sample was not returned for eval, therefore, the complaint could not be confirmed and a root cause could not be established. MFR will continue to monitor and trend related complaints.

Event description:
The complaint is reported as: customer was having cross-threading issues between the water bottle to the humidifier adaptor and the humidifier adaptor to the flow meter. They could not get adequate oxygen flow. No pt injury reported.